Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the rotaflow console having a burning smell durin patient treatment and the error message ¿offset¿ was displayed. The console was swapped out to continue the treatment with another console. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow console displayed the error message ¿offset¿ during patient treatment. The console was swapped out to continue the treatment with another console. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure ¿offset error¿ and replaced the rf (rotaflow) power supply pcba (printed circuit board assembly) (article number 701011675), the rf flow measure pcba (article number 701011681) and as well the rf control board pcba kit (article number 701034051). A full functional test was performed and the unit is back in use. The reported failure "offset error" was already investigated by the getinge life cycle engineering and determined the root cause as a defect capacitor on the rfc control board kit (article number 70103.4051) which has caused a short circuit. The resulting strong increase in current in the + 12v circuit led to the triggering of fuse f2 on the power supply board which led to the message "offset error". Based on the investigation results the reported failure "offset error" could be confirmed. The review of the non-conformities was performed on 2022-01-20 during the period of 2011-07-01 to 2022-01-20 not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2011-07-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).